Event description:
It was reported that low sensing values and indeterminate capture was observed on the atrial lead. Fluoroscopic imaging revealed a dislodgement of the atrial lead. No patient symptoms were reported. The lead was explanted and replaced. There were difficulties retracting the lead's helix. The patient was noted to be in good condition following the procedure.